Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that upon opening the intra-aortic balloon (iab) kit there was evidence of extensive breakage throughout the entire balloon. A new balloon was utilized, and after inflation, a puncture in the second balloon was noted. Therefore, a 3rd iab was used. The indication for use was due to patient in a state of cardiogenic shock secondary to acute myocardial infarction. There was no reported injury to the patient. This submission is for the first iab used. The date of the event is unknown.

Event description:
It was reported that upon opening the intra-aortic balloon (iab) kit there was evidence of extensive breakage throughout the entire balloon. A new balloon was utilized, and after inflation, a puncture in the second balloon was noted. Therefore, a 3rd iab was used. The indication for use was due to patient in a state of cardiogenic shock secondary to acute myocardial infarction. There was no reported injury to the patient. This submission is for the first iab used. The date of the event is unknown.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the exterior of the catheter. Eight kinks were found on the inner lumen within the membrane approximately 13.2cm, 14.2cm 15cm, 18.8cm, 19.6, 20.1cm, 20.6cm and 21.1cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed reported kinks in the catheter. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the intra-aortic balloon (iab) kit there was evidence of extensive breakage throughout the entire balloon. A new balloon was utilized, and after inflation, a puncture in the second balloon was noted. Therefore, a 3rd iab was used. The indication for use was due to patient in a state of cardiogenic shock secondary to acute myocardial infarction. There was no reported injury to the patient. This submission is for the first iab used. The date of the event is unknown.

Event description:
It was reported that upon opening the intra-aortic balloon (iab) kit there was evidence of extensive breakage throughout the entire balloon. A new balloon was utilized, and after inflation, a puncture in the second balloon was noted. Therefore, a 3rd iab was used. The indication for use was due to patient in a state of cardiogenic shock secondary to acute myocardial infarction. There was no reported injury to the patient. This submission is for the first iab used. The date of the event is unknown.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).